Manufacturer narrative:
The subject device was not explanted therefore it was not available for evaluation. The reported condition was confirmed via a radiographic image taken post-operatively.

Event description:
At approximately eighteen months post-operatively during routine post-operative follow-up, the surgeon identified a fractured implant on radiographic imaging. It was reported that the patient is asymptomatic; no surgical intervention is planned.